Manufacturer narrative:
(B)(4).

Event description:
It was reported that power on reset (por) message appeared during the initial attempt to charge prior to implanting implantable neur ostimulator (ins). The ins was interrogated with clinician programmer and por was cleared. Diagnostic identifier for por was unknown. The ins was charging normally at the time of the report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).